Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, catheter debris was found inside the sterile packaging of two 5f 100 cm simmons (sim) 2 tempo diagnostic catheter, although the packages had not been opened. There was no reported patient injury. The condition was noticed after the devices were stored. A photo of the affected device has been provided. The devices were not exposed to ultraviolet (uv) light during storage. They are stored in the hospital¿s instrument room. There was no damage to the packaging. The devices are expected to be returned for evaluation. Two images were provided, and they show the proximal end of a catheter inside its pouch. Fragments are missing from the strain relief with the blue polymer flakes seen inside the packaging.

Manufacturer narrative:
As reported, catheter debris was found inside the sterile packaging of two 5f 100 cm simmons (sim) 2 tempo diagnostic catheter, although the packages had not been opened. There was no reported patient injury. The condition was noticed after the devices were stored. A photo of the affected device has been provided. The devices were not exposed to ultraviolet (uv) light during storage. They are stored in the hospital¿s instrument room. There was no damage to the packaging. The devices were returned for evaluation. Two images were provided, and they show the proximal end of a catheter inside its pouch. Fragments are missing from the strain relief with the blue polymer flakes seen inside the packaging. Both devices were returned and were evaluated under (B)(4) one sterile unit of the cath tempo 5f sim 2 100cm was received in the original pouch, folded inside a plastic bag, and was unpacked to perform a visual inspection; the pouch seal was intact and sterility was not compromised. The catheter was inspected with focus on the strain relief, where a degradation condition was seen. No other damage or anomalies were observed in the remaining components of the unit. Degradation is commonly associated with exposure to environmental factors such as uv radiation, thermal stress, or chemical agents; however, the root cause of the observed degradation could not be determined during the product evaluation. The reported ¿strain relief ¿ degradation¿ was found on both devices. Based on the available information, the specific cause of the degradation could not be determined. Potential contributing factors include storage or handling conditions within the reporting facility or factors associated with the manufacturing process of the unit. Users are trained to inspect products for signs of damage prior to and during use, and any product showing damage is not to be used. The product labeling includes information for safety intended to make users aware of such risks. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not expose to organic solvents.¿ while this guidance mitigates risks associated with storage, it does not eliminate the potential for degradation. Because a potential link to the manufacturing process could not be excluded, an investigation has been initiated to further evaluate potential contributing factors and implement further actions as appropriate. No additional actions will be taken at this time.